Event description:
It was reported that the customer had high blood glucose levels of 13.0 mmol/l. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. It was reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The unit passed self test, unexpected restart error test and displacement test. There was no unexpected restart alarms noted. There was no signal to low alarms noted. However, multiple error alarms noted in history screen due to corrupted history file. The insulin pump was received missing end cap sticker, with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.